Event description:
Customer reported, the system continuously produces x-rays. No pt injury was reported.

Manufacturer narrative:
Possible aro. A ge rep evaluated the system and adjusted the 5v power supply. No report was made confirming the continuous x-rays. System operates as intended.